Event description:
It was reported that the atrial lead exhibited noise. It was noted that the "lead integrity looked compromised". The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.